Event description:
It was initially reported that the physician's handheld was freezing on the "interrogation successful" screen. A hard reset was performed and the screen freeze resolved. The office requested a replacement handheld. Good faith attempts for product return have been unsuccessful to date.